Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental medwatch has been created as investigation of the product showed that the implant dimensions are out of specification and do not match the specifications of a tsvwb10. The implant received is a 13mm. Implant has been updated as an unknown zd implant at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of implantation not provided. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient had an infection with pain at the implant site that required the implant to be removed. Patient will not return for additional appointments. Tooth #22.